Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the returned device analysis, the investigation was unable to determine a definitive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak. It was reported that this was a mitraclip procedure to treat mitral regurgitation. During preparation of the clip delivery system (cds) when the gripper lever was flushed, a leak was observed coming out from the cap. The o-ring was inspected and there was no damage noted. The cds was not used in the anatomy. A new cds was used successfully in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.